Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle pacing lead was inserted into the sheath. Multiple attempts were made to position the lead to capture the his signal. After successful pacing and presence of a right bundle potential. The lead became dislodged two separate times while slitting the his sheath. The decision was made to plug the right atrial (ra) port and the device as a single chambered implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.